Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing clogged which led to high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, the patient was admitted to the emergency room due to high blood glucose level, diabetic ketoacidosis and cardiac injury. Her highest blood glucose level was 700 mg/dl. Moreover, her site location was abdomen and the infusion had been used for two days. She was unsure of the corrective treatment while in the hospital, but the issue was resolved. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information was available.